Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the ER after receiving inappropriate shocks for sinus tachycardia that was read as supraventricular tachycardia. Reprogramming changes were made. Device remains implanted.